Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Clinical report states that the patient was revised to address adverse local tissue reaction. Update rec'd 04/10/2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According the medical records the patient was also revised to address elevated metal ion levels and grinding in their hip. Upon revision corrosion debris was found around the base of the trunnion. At this time the stem is being added to the complaint and reported. Also, the unknown liner is being updated to an unknown asr cup and the unknown head is being updated to an unknown asr head. The complaint was updated on: 05/06/2015. Update 11/12/2015 medical records received. After review of the medical records for MDR reportability, a correct doi was provided. The taper sleeve is being added for the elevated metal ions. Part/lot still hasn't been provided. The complaint was updated on: 12/01/2015.